Event description:
Customer reportedly tested 3.7 inr on the coaguchek xs system and 2.7 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.